Event description:
It was reported via repair work order that the brakes would not engage due to broken caster stem. It was also reported that the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.